Event description:
Reportedly, during a follow-up several episodes with loss of capture and sensing issues were observed on both leads. As the device was already near to rrt and a device header issue was suspected, the subjected pacemaker was replaced. Intracardial measurments during re-intervention confirmed the suspected issue on the ventricular lead. No issue was observed on the atrial lead. The ventricular lead was replaced as well. The lead is not available for expertise.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11. Corrected data: g3.3. Date received by manufacturer changed to 06/04/2023 as final results of returned device investigation received please refer to the attached analysis report

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up several episodes with loss of capture and sensing issues were observed on both leads. As the device was already near to rrt and a device header issue was suspected, the subjected pacemaker was replaced. Intracardial measurments during re-intervention confirmed the suspected issue on the ventricular lead. No issue was observed on the atrial lead. The ventricular lead was replaced as well. The lead is not available for expertise.